Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2016-00563. (B)(4). Approximate age of device ¿ 12 months. It was reported that the device was disposed of at the hospital and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been experiencing a chronic driveline infection. No specific information regarding the infection or the treatment was provided. On (B)(6) 2016 a pump exchange was performed for an unrelated event. No further information was provided.